Manufacturer narrative:
Additional information was received. The pump is not available. It was explanted and discarded. The thrombus was not related to the impella at all. The patient had not been taking his medications due to his wife being on hospice. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the left femoral percutaneous arterial approach in a 79-year-old male patient for acute myocardial infarction complicated by cardiogenic shock, with a pre-support clinical state consistent with society for cardiovascular angiography and interventions (scai) stage a. Following impella cp placement, a left ventricular thrombus was identified. The managing physicians reported that the thrombus was not known prior to impella implantation. Per the managing physician, the patient was clinically unstable and required immediate mechanical circulatory support. The physician stated that had the thrombus been known prior to implantation, the impella cp would not have been placed; however, in the setting of the patient¿s instability, impella support was necessary, and the patient would not have survived the cardiac catheterization laboratory course without support. At the time of reporting, no device performance issues were identified. The field representative responded that the device was explanted after the patient showed recovery and improvement and that the thrombus was still present, stable, and accounted for after explant of the device. The patient's status was survival at explant.

Manufacturer narrative:
Added: d3. Corrected: d4 (serial). Patient-device interaction/thromboembolism : the cause of the injury was not determined due to insufficient clinical details.